Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a fractured solder joint on a transformer on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "poor pad contact" messages. Complainant indicated that there was no patient involvement in the reported malfunction.